Event description:
The user facility reported that during an unspecified procedure, the video image was lost while the pt was on the table, and was sedated. The procedure was canceled due to no spare device available. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned for evaluation. The exact cause of the user's experience could not be determined. This report will be updated if additional information becomes available at a later date.